Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer alleged questionable inr results obtained on coaguchek xs meter, serial number (B)(4), when compared to a coaguchek professional meter. All blood samples were capillary. At 10:54 am a result of 4.3 inr was obtained on meter (B)(4). At 12:30 pm a result of 1.5 inr was obtained on the doctor's professional coaguchek meter. Results of 4.1 inr (1:09 pm) and 4.6 inr (1:13 pm) were obtained on meter (B)(4). The patient's therapeutic range is 2-3 inr. There was no allegation of an adverse event. Relevant retention test strips (lot 144576-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Donor 1: retention strips = 2.6 inr, master lot strips = 2.7 inr donor 2: retention strips = 1.8 inr, master lot strips = 1.7 inr . The results showed a maximum difference of 0.1 inr between retention samples and master lot. No error messages occurred. The retention material complies with specification.

Manufacturer narrative:
The customer returned one vial of test strips, lot 144576-11, containing 22 test strips and one coaguchek xs plus meter, serial no. (B)(4). The test strips and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter in comparison with relevant retention test strips (lot 144576-10) and the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1: master lot strips and retention meter = 2.2 inr; customer's strips and customer's meter = 2.2 inr. Donor 2: master lot strips and retention meter = 2.4 inr; customer's strips and customer's meter = 2.4 inr. The maximum difference between measurements with the same blood sample was 0.0 inr. The returned customer material and retention material comply with the specifications. The complained lot and meter have fulfilled the product control release criteria.